Manufacturer narrative:
The insulin pump was programmed with the current time and date and monitored for seven days; the time has not drifted and is accurate. Time and date function is performing properly. The operating currents are within specifications and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was losing few minutes per day. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.